Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the upper and lower cases were broken. It was also noted that both bail covers were missing, the ring cover was broken, the battery contacts were compressed, both bails were missing, the ring was missing, the battery drawer was broken, the keyboard was scratched, and the display was bleeding pixels. (B)(4).

Event description:
It was reported that during inspection, the case of the external pulse generator (epg) was found to be cracked. The epg was returned for repair. The device was analyzed and tested out of specification. There was no patient involvement.